Manufacturer narrative:
Investigation summary: the customer reported that there was a leak between the feeding set and the purple connection. No patient injury/harm was reported. The device history record review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. Lot and failure mode trending was reviewed and no trend was identified. A total of thirteen (13) samples were returned for evaluation. Visual inspection and function testing performed confirmed the reported leak between the cross-spike and tubing line. An investigation has been initiated to determine the root cause of this manufacturing/process issue. This confirmed failure will continue to be monitored and trended.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that there was a leak between the feeding set and the purple connection. There was no patient harm.